Event description:
It was reported that the customer was hospitalized for forty five days. The mother stated that the customer was in the emergency room due to high blood glucose, and the customer is having difficulty breathing. She stated that her son has a lot of issues aside from diabetes. The mother stated that the endocrinologist stated there is an issue with the reservoir and infusion set. The caller stated that the customer was getting no delivery alarms in the middle of the night. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-80365